Manufacturer narrative:
The customer was using a cobas e 411 immunoassay analyzer. The patient sample was submitted for investigation. The customer's ft3 iii results were not reproduced during the investigation. During the investigation, all ft3 iii results were within the reference range. Interference substance testing was performed. An interfering factor to the assay antibody/idiotyp may be present in the sample, however, the data generated during the investigation was not conclusive and do not clearly indicate an interfering factor is present in the sample. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
Address and city continued: (B)(6). This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The physician complained of erroneous results for 1 patient tested for elecsys ft3 iii (ft3 iii). It is not known if the erroneous results were reported outside of the laboratory. The initial ft3 iii result from the elecsys system was 4.41 pg/ml. On (B)(6) 2016 the repeat from an architect system was 2.36 pg/ml. On an unknown date the initial ft3 iii result from the elecsys system was 4.78 pg/ml. The repeat result from a centaur system was 2.1 pg/ml. No adverse event occurred. The instrument type and serial number were not provided. The physician is questioning whether there is an interference for the ft3 iii test.